Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an auriga qi 4006 console was used during a lithotripsy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the console stopped working and error code 1308 appeared on the screen. The console was attempted to be restarted, however it was not operational and the procedure was completed with an electrohydraulic system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The auriga 4006 was not returned to the bsc complaint investigation site for analysis. Field service indicated that it was unknown what caused the sub-assemblies to fail, however, the cooling unit, focusing lens, pr ninna, measuring pcb and di filter were replaced. Optical parts were aligned and the console was calibrated. Additionally, upgrade h006-03 software was installed and the console passed the acceptance protocol. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Since it was not known what caused the sub-assemblies to fail and cause the fault, the most probable root cause classification is undeterminable.

Event description:
It was reported to boston scientific corporation that an auriga® qi 4006 console was used during a lithotripsy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the console stopped working and error code 1308 appeared on the screen. The console was attempted to be restarted, however it was not operational and the procedure was completed with an electrohydraulic system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.